Event description:
It was reported that the drill bit was broken off in the patient`s knee after an acl reconstruction surgery on (B)(6) 2013. The day after the patient was released, she was asked to come back in for an x-ray of her knee because the scrub tech noticed that the tip of the drill was missing when he was cleaning up on the prior day. They wanted to make sure the tip did not remain in her knee, but it was found on x-ray. The surgeon tried to remove the tip but it had moved to the posterior compartment of her knee. He recommended her to a specialist who could remove the tip. It was removed. Tip has been discarded.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The device met all material specifications as received. The evaluation of the returned device revealed indentations on the remaining flute. The sheared flute was not returned however the sheared surface is rough surface with little deformation. The typical cause(s) of this type of event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use or due to metal fatigue as a result of the device repeated use while indication for use states otherwise. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the drill bit was broken off in the patient`s knee after an acl reconstruction surgery on (B)(6) 2013. The day after the patient was released, she was asked to come back in for an x-ray of her knee because the scrub tech noticed that the tip of the drill was missing when he was cleaning up on the prior day. They wanted to make sure the tip did not remain in her knee, but it was found on x-ray. The surgeon tried to remove the tip but it had moved to the posterior compartment of her knee. He recommended her to a specialist who could remove the tip. It was removed. Tip has been discarded.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to use or due to metal fatigue as a result of the device repeated use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.